Manufacturer narrative:
Analysis of the pump on (B)(6)2017 revealed no anomaly. As per the pump¿s log, morphine with concentration 1.0 mg/ml was being administered via a simple continuous dose rate of 0.5000 mg/day. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump went empty due to not showing up for a refill. The patient ended up in the hospital as an inpatient. The healthcare provider (hcp) was unable to fill the pump reservoir. After several different attempts at trying to access the pump the hcp decided to have the pump replaced. No cause of the inability to access to the pump reservoir was determined. It was reported the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported the patient missed refill and their pump went empty. The patient went through withdrawal due to the empty pump. It was reported that the patient was receiving 10mg/ml morphine at a dose of 0.5mg/day. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.